Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). When asked the cause of the implant not being deep enough, the hcp indicated that the original implant was done by another doctor in 2016, and their opinion was that the pocket created was too big, so the implant flipped around a lot. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had 6 surgeries, including the trial procedure and implant procedures. The patient stated her first implant was not put in deep enough and it became superficial and was flipping. The patient stated it was then put in deeper. The patient stated at a later time it came to the surface again and was put deeper again. The patient stated she eventually had the implant removed, so she could have an MRI of her neck, which was unrelated to the implant. The patient stated she then had a new implant eventually put back in. The patient noted like 4 months after (B)(6) 2016 the ins became superficial and a few months after the first occurrence the ins became superficial again. There were no further complications that have been reported as a result of this event.